Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of sensing and capture issue was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted helix length was within specifications. Further analysis performed, including output verification and sensitivity test showed normal device characteristics without any anomalies contributing to reported event of sensing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2024-34395. It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited intermittent sensing and inconsistent capture thresholds. While attempting to reposition the lp, the helix was sprung and the lp was removed. The physician attempted to implant a replacement lp, but the intermittent sensing and inconsistent capture thresholds persisted. A transvenous pacemaker system was implanted. The patient was in stable condition.